Event description:
It was reported that the doctor stated that the patient was a post op bilateral neck dissection. She placed the PICC in the left brachial vein without issue in the ICU. Approx 2 hours later, she was informed by her staff that the PICC line was leaking but unable to detect where exactly the leak was coming from. As a result, the catheter was immediately removed and replaced in the other arm. A delay was reported, however, there was no add'l harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). The sample will not be returned.